Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. During preparation, it was observed that the progress bar remained stationary halfway through. The procedure was not completed due to this event. No patient outcome information available.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.